Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system gave erroneously low calcium (calc) results for an unspecified number of pts. The erroneous results were reported out of the lab. No changes to pt treatment occurred as a result of this event. There were no reports of death or serious injury. Physicians questioned the calc results, leading the lab personnel to re-run the pt samples on the lab's synchron lx20 clinical system. The repeat results were 0.5 tp 0.6 mg/dl higher. Amended reports were issued. The customer stated that the problem appears to have started in (B)(6) 2009 when the customer replaced the calc electrode tip. Bci requested calibration records, quality control (qc) records, and sample information, but these records were not provided.

Manufacturer narrative:
The customer evaluated the system and determined that the calc electrode tip had expired before it was installed in (B)(6) 2009. When a new calc electrode tip was installed, the calc results matched the results from the lab's lx20 system. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.